Event description:
Report received of a nondelivery. At the homecare pharmacy, the antibiotic nafcillin was mixed in normal saline for a total volume of 265mls and then primed through the tubing set prior to being sent to the skilled nursing facility. It was reported that the pump was programmed in continuous mode to deliver the antibiotic at 10ml/hr for 24 hours via a groshung PICC line. It was reported by the facility's nurse that after 12 hours, the bag of nafcillin remained full. Upon assessment by the homecare nurse, it was reported that the pump incremented and displayed that half the volume was infused. It was reported that as the piston was moving, fluid moved back and forth inside the diaphragm. The homecare nurse stated that the tubing could not be primed manually or on the pump at a high rate. It was reported that the tubing was changed on the IV bag and then connected to a sigma pump for a 12-hour infusion. The patient's physician was notified and no orders were given. There were no reported adverse patient effects and no medical interventions were required. The patient was discharged home on 12/2004 and is doing fine to date.